Manufacturer narrative:
Concomitant product: en1dr01 ipg, implanted: unknown.

Event description:
It was reported that the patient presented to the hospital by a thoracic pain that was alleged as related to the unstable right ventricular (rv) lead thresholds by the ischemia produce around the area where the lead was implanted, and no capture noted at low rates. A rv lead perforation was alleged. It was also reported that rv lead no capture occurred in 2012. The rv lead inactivated, remains in the patient, and a different lead was implanted. Additional information received indicated that atrial lead far field oversensing occurred. No additional information regarding the atrial lead is available. No patient complications have been reported as a result of this event.